Manufacturer narrative:
Initial and final MDR 1874917 - device 2 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that patient faced ten infusion set cannula kinked events. The recent occured on (B)(6) 2024.the events occured after 3 hours of insertion and over 3 hours for (B)(6) 2023. The insertion site was at the side of the abdomen. The blood glucose level was 260 mg/dl; between 54-500 mg/dl (3.0-27.7 mmol/l) at the time of events. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.